Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for bowel dysfunction and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) was moving in the pocket. The ins was reportedly lying sideways, poking out and causing a lot of pain. There was ¿occasional stimulation¿ which ¿helped for a short period.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.